Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) examined the system remotely and determined that there was malfunction with the hard drive is not working correctly. The rse found that the issue with ippc of the system and looks like the hd1 slot is not functioning. Rse advised the customer via email to replace the faulty pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the hard drive would not power up and x-ray was not possible. There was no report of harm. Philips has started an investigation of this complaint.